Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump was dropped prior to the issue occurring. The customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Customer contacted the healthcare provider to obtain alternate insulin therapy to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."